Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation and confirmed the reported complaint. The instrument was found to have a broken conductor wire at the yaw pulley exit. The wire was detached from its connection at the grip. Additionally, the instrument was found to have thermal damage at the top next to the grip base on the opposite grip from the conductor wire.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps (fbf) instrument was not working. The customer switched out the bipolar cord, but the issue persisted. The customer proceeded with the case with a spare instrument. The procedure was completed with no reported injury.